Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that during a hysterectomy, the device jaws became locked. The device was not on tissue when this occurred. The surgeon opened another device to complete the procedure with no further difficulties. There was no pt injury. The device was returned with the knife protruding from the jaws.